Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent 3 previous procedures due to infection. The implants were no longer present.

Manufacturer narrative:
Date of event is an unknown date in 2019. Part: 08.812.012s, lot: l111722, manufacturing site: (B)(4), release to warehouse date: september 15, 2016, expiry date: september 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that following spinal fixation surgery, patient developed infection (curtibacterium acnes). Patient underwent revision surgery to remove the cage. This report is for a t-pal small cage h12 peek. This is report 1 of 1 for (B)(4).